Event description:
It is reported that a customer states that the vibration mode on their insulin pump does not work properly. The patient's blood glucose level was at 86 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The device vibration properly and passed self test. No unexpected vibrator anomaly noted. The device had minor scratched lcd window, scratched case, cracked reservoir tube lip, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.